Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the reported complaint of inaccurate magnet tracking was inconclusive as the clinical setting could not be reproduced. The sensor was also returned and assessed by the manufacture site. The manufacture site reported that the sensor passed functional testing requirements and the reported issue of inaccurate magnet tracking could not be reproduced. It is therefore likely that the event was caused by another root cause other than malfunctioning equipment. Manufacturing records were reviewed and no potential contributing factors were found during manufacture and quality inspection of the device. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
PICC nurse reported that they 3cg tcs sensor on the sherlock has been giving incorrect, erratic readings for the last several PICC's. The PICC's shows as going in the wrong direction. In the latest procedure, the PICC ended up in the patient's jugular. The procedure was terminated and the nurse does not want to replace the PICC until she is confident that the sherlock and sr 6 will work correctly. No harm to the patient reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
PICC nurse reported that they 3cg tcs sensor on the sherlock has been giving incorrect, erratic readings for the last several PICC's. The PICC's shows as going in the wrong direction. In the latest procedure, the PICC ended up in the patient's jugular. The procedure was terminated and the nurse does not want to replace the PICC until she is confident that the sherlock and sr 6 will work correctly. No harm to the patient reported.